Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 95% stenosed. A 3.0x33mm rx xience prime stent delivery system (sds) was advanced; however, the sds could not cross the lesion due to the patients anatomy. The sds was withdrawn from the patient anatomy and an unspecified size nc balloon catheter was then used to prepare the lesion. The sds was re-advanced but still could not cross the lesion. Therefore, the sds was removed from the patient anatomy and a non- abbott cutting balloon was used to prepare the lesion. The sds was advanced once again attempting to cross the lesion; however, the sds was unsuccessful and the proximal shaft was noted to be separated outside of the patients anatomy. There was no interaction of devices. The patient was sent to surgery for treatment of the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime long length (ll) everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.